Manufacturer narrative:
Follow-up #1 date of submission 02/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/22/2016 with the following findings: investigation revealed that all keypad buttons responded properly. There was no physical damage to the keypad. No defect was found during investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.